Manufacturer narrative:
(B)(4). The report of a blunt dilator was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was compl etely blunt. The appearance of the defect seems consistent with damage due to a faulty tipping process during manufacturing. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Further investigation was initiated within the teleflex quality system to investigate the complaint issue further. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " dilator was blunt. No conic tip " the user was unable to successfully use the dilator so they changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that " dilator was blunt. No conic tip " the user was unable to successfully use the dilator so they changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).